Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No delivery/occlusion alarm during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as insulin flow blocked alarm. Customer¿s blood glucose level was 462 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer states they had tried all remedies. Customer stated that the insulin flow block alarm after several set change. Customer wishes to continue troubleshooting. Troubleshooting was performed for insulin flow blocked alarm. Advised the insulin pump will need to be replaced. Advised to retrieve and save insulin pump settings. Advised to revert to backup plan. The device will not be returned for analysis.